Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the clinician was unable to complete an interrogation of this device and that a warning message indicating "noise or out of range measurement" is displayed during interrogation. The patient indicated they felt spasms in their abdomen. The clinician noted that pacing signals were seen on a 12-lead electrogram. Upon magnet placement, the clinician was not able to hear tones. Boston scientific technical services (ts) discussed that this may be due to a depleted battery and troubleshooting methods. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this device was explanted for normal battery depletion and replaced with another manufacturer device. No adverse patient effects were reported.